Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2008: patient presented with pseudoarthritis l5, s1 and underwent the following procedures: removal of posterior segmental spinal fixation at l5, s1. Assessment/examination/exploration of spinal fusion (pseudoarthritis). Hemilaminectomy at l4. Revision laminectomy at l5. Harvesting of local auto-genous bone graft for spinal fusion. Bone marrow aspiration from posterior iliac crest for 30cc of bone marrow for adult autogenous stem cells for spinal fusion. Preparation of one large dose of rhbmp-2 bone graft. Preparation of 15cc of bone graft substitute. Implantation posterior segmental spinal fixation bilaterally at l5 and s1. L5-s1 bilateral posterolateral fusion. S1, s2 bilateral posterolateral fusion. 12. Implantation of ¿ebi¿ internal electrical bone growth stimulator. Intra-operative fluoroscopy with guidance and interpretation. As per-op notes, ¿ one large dose of rhbmp-2 bone graft was prepared along with 15cc of bone graft substitute. 30cc of bone marrow was aspirated from the posterior iliac crest for the adult autogenous stem cells which were infused into the bone graft substitute and then mixed with the local bon e graft. This was divided in four and two of the quarters of bone graft was wrapped in rhbmp-2 soaked sponge. Bone graft was laid in l5-s1 and s1-s2 for bilateral posterolateral fusions at each level.¿ no patient complications were reported. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.